Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device had low/insufficient power was confirmed. However, the assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the air pen drive device, it was determined that the housing of the device was damaged, and there was air leakage. It was further reported that the device was received disassembled. It was further determined that the device failed pretest for check with test bench and check external leak tightness. It was noted in the service order that there was an air leak from the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.